Event description:
Pt was found pulseless and apneic. Several of the 5 leads to the monitor were off the pt. No one recalls hearing the monitor alarm. Not even the low priority leads off alarm was heard. In trying to simulate what could have happened, nursing found that when certain leads were off, alarm went off.